Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty connector at interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify watchdog timeout error due to full segment display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had watchdog timed out alarm. Customer's blood glucose value was unknown. Customer already tried several batteries but the problem persisted. Insulin pump will be returned for analysis.